Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping and single leaflet device attachment appear to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 3 implanted mitraclips. The mitraclip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the fourth deployed clip (B)(4) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The atrium was dilated and the leaflets were thin. All of the leaflet segments were affected. One clip was implanted, reducing the mr to 3. The second clip (B)(4) was implanted reducing the mr to 2. A third clip was implanted and the mr remained at 2. The fourth clip (B)(4) was implanted and the mr was reduced to 1-2; however, after deployment of the fourth clip, the second and fourth clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). This was confirmed on echocardiogram. It was noted that this was a complex procedure due to a dilated mitral annulus. Additionally, it was challenging to grasp both leaflets with the all of the clips due to the dilation of the atrium. Implantation of a fifth clip for treatment of the slda was not attempted due to the mean gradient pressure of 5mmhg. After the procedure, the patient was in the same unstable condition as pre-procedure; therefore, hospitalization was prolonged. No additional information was provided.